Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro instrument generated a false low sodium (na) result for 1 patient sample. The result was reported out of the lab. The sample was then repeated, which yielded a higher result, and the report was amended. Treatment was not withheld or initiated based on the erroneous result. Customer stated that many results were low, and that she initially did not think any were erroneous. After the instrument was serviced, multiple samples were repeated and reports amended. Review of the 10 patient printouts provided by the customer showed that the difference in results for only 1 sample exceeded assay precision claims. The differences in results for the remaining 9 samples were all within assay precision claims and not erroneous. All results were provided, but the customer only questioned and repeated the na results. Quality control (qc) prior to the event was within lab-established ranges. Customer stated that qc was not run after the event due to a calibration failure. However, review of the proservice data showed that no calibration was performed after the event, but qc was run and was low. Field service engineer (fse) evaluated the instrument and cleaned a slight buildup of debris from the na electrode port. This resolved the issue and no further problems were reported.